Event description:
It was reported the patient fell when they got out of the care and they hit their head on the right side. The patient had abrasion above their right eye. Prior to the fall, the patient was able to connect to the implantable neurostimulator (ins), but they could not connect after. At the time of this report, the patient was on their way to the hospital. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v240350, implanted: (B)(6) 2011, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v240350, implanted: (B)(6) 2011, product type: lead. (B)(4).